Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: (B)(6). Revision total knee arthroplasty using an uncemented metaphyseal sleeve, rotating hinge prosthesis: a case series of 99 patients. J arthroplasty. (B)(6) 2021; 36(6): 2121-2125. Doi: 10.1016/(B)(6) 2020.12.047. Epub (B)(6) 2021. Pmid: (B)(4). Objective and methods: hinge knee replacement is a salvage procedure with historically high failure and complication rates. The purpose of this article was to analyze the use of an uncemented metaphyseal sleeve revision knee replacement -the depuy srom noiles rotating revision knee, with an unknown number of patients receiving a patellar resurfacing. The authors retrospectively identified 99 revision cases performed (2002-2018). In total, 67 of 99 cases were performed for aseptic etiology, whereas 32 cases were performed for infection. At mean 7 years of follow up, 18 of 99 cases had undergone re-revision giving a survivorship of 81%. This complaint will capture all events associated with the srom noiles revision devices. The authors did not provide information regarding the devices that were revised. Events that are associated with unknown or competitor devices will be excluded from this complaint. Of note: the authors indicate that all revisions to the srom noiles system were performed to reconstruct the knees due to significant levels of instability and bone loss. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: srom noiles revision knee components: femoral side: femoral component, femoral sleeve, femoral stem tibial side: tibial tray, metaphyseal sleeve, tibial insert, hinge pin tibial stem an unknown number of patellar buttons were used adverse event(s) and provided interventions associated with depuy devices: the authors note that, in all cases of re-revision, the indications for revisions were pain, stiffness, swelling, and/or instability. There is insufficient information provided to determine which srom noiles devices are revised in each case. 1 re-revision of unknown devices to treat acute infection. 1 re-revision of the distal femoral component to treat periprosthetic fracture. 3 re-revisions of unknown components to treat instability. 2 re-revisions of the patellar resurfacing to treat discomfort and/or patellar tracking issues. 1 re-revision of the patella button to treat loosening. 2 extensor mechanism failures. 1 treated conservatively and 1 required additional 2 extensor reconstruction surgery. 2 re-revisions to cemented stems for failure of bony ingrowth in an unknown location. 1 postoperative periprosthetic femoral fracture treated with plating. Location of fracture unknown. 2 intraoperative periprosthetic fractures- location and treatment unknown. 9 postoperative complaints of decreased rom in either flexion or extension- no treatment required. 1postoperative wound hematoma treated conservatively. 1 irrigation and debridement to treat acute infection- no revision required 1 report of post operative sensory neuropathy of the foot- treated conservatively an unknown number of patients reported discomfort that was not severe and did not require treatment